Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the bridge board was replaced. The device was recertified and returned to the customer. The bridge board was returned to zoll medical us; evaluation of the reported malfunction was not replicated or confirmed. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.